Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. The ipg was functionally tested and passed all testing. Battery capacity testing was performed and confirmed the device had normal battery depletion. The observation of increased recharge burden is a normal indication on a rechargeable ipg as the ipg battery capacity is reduced during regular usage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was taken to explant and replace the ipg.